Manufacturer narrative:
Clinical review: in the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey, it was reported that a patient was on peritoneal dialysis (pd) therapy for a year and spent several months in the hospital due to an infection. The patient decided to transition to hemodialysis (hd). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey, it was reported that a patient was on peritoneal dialysis (pd) therapy for a year and spent several months in the hospital due to an infection. The patient decided to transition to hemodialysis (hd). Additional information was requested, however to date has not been provided.